Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insertion difficulties. This lead was never in service and will not be returned for analysis since lead was infected. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to insertion difficulties. This lead was never in service and will not be returned for analysis since lead was infected. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.